Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 4: reference MFR report: 3008829311-2017-00682, reference MFR report: 3008829311-2017-00683, reference MFR report: 3008829311-2017-00684. It was reported the patient suffered an altercation and his leads subsequently moved. Patient is not receiving therapy. Surgical intervention was undertaken and the leads were explanted and replaced.